Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that patient passed away in (B)(6) 2014. Investigations are requested to exclude that the patient death is device-related.

Event description:
It was reported that patient passed away in (B)(6) 2014. Investigations are requested to exclude that the patient death is device-related.